Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the csi diamondback coronary orbital atherectomy device (oad) became stuck on the viperwire guide wire and the tip of the wire became detached. A 90-100% stenosed lesion was present in the left descending coronary artery. After three 15-20 second runs at low speed, the oad slowed and seized on the guide wire. The oad was freed from the guide wire by turning the oad off and on a number of times. When the device and wire were removed from the patient, it was noted that nearly 20 cm of the wire was detached and remained in the vessel. Two additional guide wires were inserted and a wire wrap technique was performed to remove the guide wire fragment removed from the patient. Percutaneous transluminal angioplasty (pta) was used to complete the procedure with good results and the patient condition was good following the procedure.

Manufacturer narrative:
The reported guide wire was received for analysis, however, the distal fractured spring tip section was not returned. Upon examination, the proximal core wire was observed to be fractured. Scanning electron microscopy identified evidence of galling on the outer diameter and torsional stresses on the fractured face of the core wires. At the conclusion of the device analysis investigation, the guide wire fracture event was confirmed, however, the root cause of the galling and stress could not be determined. The report of the oad being stuck on the guide wire could not be conclusively confirmed at the conclusion of device analysis as the oad was not returned. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).